Event description:
N/a

Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) unit has an autofill error message. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse was able to reproduce the failure and noted electrical test failure #50 with an abnormal motor speed on the compressor. The customer denied repair and stated they were taking the unit out of service. If more information is received this complaint will be reopened and updated.

Event description:
N/a

Manufacturer narrative:
Additional information received from the fse on 21aug2024 confirms the unit has already been condemned and the customer has already decommissioned and disposed of it.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has an autofill error message.